Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed, because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information was requested 08/12/2010 and 08/30/2010 by fax, mail and phone. A completed questionnaire has not been received. (B)(4).

Event description:
Adverse event(s): "refractive surprise" (post operative refraction, unexpected). Product problem(s): "lens rotated" (malposition of device [iol (intraocular lens) implant]). A surgeon reported a patient with refractive surprise due to lens rotation following intraocular lens (iol) surgery. Additional information has been requested.